Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, during knot advancement, the suture of the first proglide device was pulled too hard and the whole suture came out with the knot loop still formed. It should be noted that the proglide instructions for use states to not apply excessive pressure to the suture. The reported whole suture came out with the knot loop still formed appears to be related to the suture pulled too hard as reported. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to an electrophysiology (ep) ablation interventional procedure. The sheath was upsized to a 14f and the ep ablation procedure was completed. Reportedly, during knot advancement, the suture of the first proglide device at the 10 o'clock position was pulled too hard and the whole suture came out with the knot loop still formed. No vessel damage occurred. The suture knot of the second proglide device deployed at the 2 o'clock position was successfully advanced and achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.